Event description:
Anesthesiologist was preparing to give a laboring mother an epidural. He opened the arrow epidural kit and found an unmarked vial of clear fluid in the newly opened kit. A new kit was obtained and the procedure was completed without further delay. The unmarked vial was sequestered.======================manufacturer response for kit, epidural catheterization kit with flextip plus catheter, arrow epidural catheterization kit (per site reporter).======================manufacturer asked to have the vial returned to them and completed a report for their records.